Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2019-00490. Reference MFR. Report#: 1627487-2019-00491.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2019-00490; reference MFR. Report#: 1627487-2019-00491. It was reported the patient underwent surgical intervention wherein the scs system was explanted (reason unknown).